Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation. The reported events of noise problem and blood in header were not confirmed. As received, a device was received for investigation. Electrical and mechanical analysis, visual inspection, and longevity assessment did not identify any anomalies.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited noise. During procedure, blood was observed in the header. The reported device was explanted and replaced on (B)(6)2020. The patient was in stable condition.